Event description:
A malfunction alarm with code malf 12 was reported, and the customer was able to reset the pump before contacting technical support. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, remaining within the acceptable range. Technical support provided reset information, and the customer was advised to continue using the pump while monitoring for recurring malfunction codes. No recurrence was reported, and the customer understood to reach out again if issues persisted.